Event description:
An air-in-line filter was in use on a peripheral infusion line. When staff attempted to switch the infusion to a central line access, the filter extension set would not allow the infusion to continue. Levophed (central concentration) was changed over once this patient had a central line placed. The peripheral concentration was stopped. Patient's blood pressure was noted to drop rapidly via arterial line monitoring. The cuff pressure confirmed this drop. The nurse noticed the centrally concentrated levophed drip did not appear to be advancing through the tubing around the filter. The filter was removed and line reattached. After 2 minutes, the patient blood pressure starting to respond to the centrally concentrated levophed infusion.======================manufacturer response for air-eliminating filter, (brand not provided) (per site reporter)======================regional field representative provided contact phone number for end-users to report problems with the device.